Event description:
The patient contacted animas on (B)(6) 2012 to report that she has been having unusual low blood glucose (bg) levels in the 40's mg/dl. There was no mention of symptoms. The patient stated treating herself with juice in response to low bg readings of 49 and 59 mg/dl. The patient claimed the lows have been occurring for approximately 1 to 1 ½ weeks and primarily in the morning. The patient stated that during a routine doctor's office visit on (B)(6) 2012, her hcp mentioned that the low bgs may have been as a result of a pump issue. At the time of troubleshooting, the patient denied any site issues. Review of bolus history revealed all boluses were delivered and added up with total daily delivery (tdd). It was also noted that all basal delivered added up with tdd. There were no associated alarms in pump history and it was confirmed that the pump had not been suspended. Customer support advised the patient at the time of the call that after reviewing the subject pump there was nothing to indicate a malfunction of the device. The patient was advised to follow up with her hcp regarding possible temp basal with exercise and possible recommendation on adjustment to I:c ratio. This complaint is being reported because, the patient reportedly developed signs and/or symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activities outside of normal use were observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.